Event description:
Boston scientific received information that the patient with this implantable pacemaker was cardioverted. Following cardioversion the device auto capture appears to have reset to off and the amplitude went to 0.1v. An electrocardiogram showed loss of capture (loc) however, it was not noticed at the time because the patient was not symptomatic as their own intrinsic rate is around 50-60 beats per minute (bpm). The amplitude has been reprogrammed to get capture and all measurements are good. Boston scientific technical services (ts) advised performing a save to disk for further evaluation. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.